Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure caused by a broken spring on the plunger. A field service engineer removed the solenoid and discovered a new set of plunger and spring. After installing these components and restarting the station, the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system 6amedb, the main 3.2 cubie drawer failed to stay closed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.